Manufacturer narrative:
Final analysis of lead model 3093-28 showed the lead was functionally ok; continuity was acceptable, no shorts. Setscrew marks on the #0 connector sleeve were off center. This would indicate the lead was not fully inserted into the ins. Setscrew mark observations: too proximal. Outer insulation intact.

Event description:
It was reported that high impedances were seen during a procedure to implant a lead and a neurostimulator. The neurostimulator was d disconnected from the lead and a new neurostimulator was connected to the tined lead electrode. High impedances were seen again (impedances were measured above 4,000 ohms on all pairs with electrode #3). It was decided to change the tined lead. With the new lead (3093-33 instead of 3093-28) the system showed normal impedances. The procedure was completed and the patient had good stimulation effect. There were no further problems and no patient injury. After perioperative replacement of the lead the interstim system was tested on (B)(6) 2011 and (B)(6) 2011. It worked without any problems.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3093-28, lot# 0205117346, implanted: (B)(6)2011, explanted: (B)(6) 2011. Lead: model 3093-3,3 lot# 0205178974, implanted: (B)(6) 2011, explanted: na. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.